Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her right eye (od) on (B)(6) 2008. The lens was explanted on (B)(6) 2013 due to the development of a cataract. The cataract was removed the same day.

Manufacturer narrative:
(B)(4)7 - cataract, induced; vision, loss of. (Lens explanted). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: according to the patient`s report icl was explanted by referring surgeon, five years postoperatively, to address decrease of the visual acuity caused by cataract. Despite multiple attempts dcr was not obtained from the explanting surgeon. The patient was diagnosed ,by implanting surgeon, with anterior subcapsular cataract (asc) few months before the reported surgery and the va at that time was 20/30. Even though , the doctor attributed the development of the cataract to the device, the literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors ( especially high myopes and older patients). Conclusion: based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).